Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap was fractured at the uv glue zone. The glass cap, distal to the fracture location was found to be detached and was returned. There was an unknown white substance noted inside the distal end of fiber cap. The glass cap exhibited devitrification and detritus adhesion around output area. The heat shrink tubing open end was found to be torn and exhibited signs of abrasions and severe melting. The red octagonal sign and blue arrow indicator were found to be erased. The heat shrink tubing open end exhibited severe contamination, likely biologic. The fiber appeared blackened within the fiber tip and near the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. It is probable that the cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap became detached; no part remained inside the patient or had to be retrieved from the patient. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap became detached; no part remained inside the patient or had to be retrieved from the patient. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury.